Event description:
This event involved a patient who experienced no power with his controller approximately 2 years and 5 months post heartware lvad implantation. The patient reported that while attempting to perform a battery exchange, when disconnecting the battery, the controller shut down and an alarm came up. Although a fully charge battery was still connected in the other port, the controller remained off. He quickly reconnected the low battery, which was now showing only 1led and a battery alarm came up. The patient tried again to disconnect the low battery; however, the same issue occurred. Once again the patient reconnected the low battery and called the vad coordinator who helped them via phone to exchange the battery. The problem was resolved without patient injury. The product will be returned for further analysis.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The batteries and controller were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. These included clinical event information, visual/functional examination and review of controller log files. The reported event was confirmed based upon the review of the logs which showed power-loss & pump restart events that were caused by battery failure. The controller power and driveline connections were normal. Testing of batteries (B)(4) exhibited an electrical disconnect failure mode that caused no-power to the controller even when they may have showed 2- and 3-bars of charge. The electrical disconnect failure mode is caused by the battery pack's internal fet switch opening and cutting off power to the controller. Furthermore, results of the test for the returned controller showed that it ran normally with no fault alarms or errors. Based on review of all the available information, the reported event is confirmed. An internal investigation (CAPA(B)(4)) has being created for events of this type. Correction: additional device information. Device availability. Concomitant medical product. *this is one of four reports (3007042319-2013-00030, 3007042319-2013-00114, 3007042319-2013-00115 and 3007042319-2013-00116) submitted for devices related to the same event.